Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2011 via the internal jugular vein due to motor vehicle accident trauma, pre-op orthopedic injury. Patient is alleging device is unable to be retrieved and multiple unsuccessful retrieval attempts. Alleged retrievals were attempted on (B)(6) 2011 and in (B)(6) 2011 without further explanation.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 12jan2018 as follows: [pt] received an implant on (B)(6) 2011 via the internal jugular vein due to motor vehicle accident trauma, pre-op orthopedic injury. [Pt] is alleging device is unable to be retrieved and multiple unsuccessful retrieval attempts. [Pt] further alleges post-implant deep vein thrombosis. Alleged retrievals were attempted on (B)(6) 2011 and in (B)(6) 2011 without further explanation.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation: update - cinc: product specification spec_91890 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s." Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.